Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests. The device also had a cracked case lower corner of display window, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 130 mg/dl. The customer stated that the alarm history showed a motor position encoder error alarm. Troubleshooting was performed. The device was returned for analysis.